Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 352pm. The patient reported blood glucose results of "159 mg/dl" with the subject meter and "128 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient claims she felt symptoms of nauseated and light headed. The patient took food and/ or drank a beverage as treatment. The patient obtained additional blood glucose results of "132 and 133 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms of "nauseated and light headed" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. In addition, there was no evidence that the product malfunctioned based on cca troubleshooting. Lifescan (lfs) received the meter and test strips involved with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012 and (B)(6) respectively. Investigation did not confirm the alleged complaint with the returned meter; however, the returned test strips failed testing. Investigation revealed that the control solution test was above expected range with the returned test strips. This complaint is now being reported because the returned test strips failed testing.